Event description:
The following has been alleged by the pt. It is alleged that on (B)(6) 2002, composix e/x mesh was implanted in pt to repair a ventral hernia in the abdomen. The pt alleges sharp shooting pains in her abdomen at the incision site and that when she turns to reposition in bed the mesh tends to tug/pull creating severe discomfort. The pt alleges unspecified gastrointestinal issues and that her md recommends the mesh be removed; the pt alleges that she has not had any add'l surgeries in relation to the mesh at this time.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Currently the mesh remains implanted in the pt, we have ask her to contact davol should she undergo any add'l medical/surgical treatment(s) in regard to the mesh implant. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.